Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient observed a red blinking light on their remote monitoring system. Boston scientific technical services (ts) was called for troubleshooting and it was found that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. At this time, the system remains in service. No adverse patient effects have been reported. Additional information received reported that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient observed a red blinking light on their remote monitoring system. Boston scientific technical services (ts) was called for troubleshooting and it was found that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. At this time, the system remains in service. No adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide an updated conclusion code.